Event description:
Dealer advised no alarm function, need to replace on off power switch. Dealer advised unit has 1122 hours. Dealer advised not aware anyone was using the unit.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.